Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 9234180. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time.

Event description:
It was reported that a needle 26x3/8 ib separated from hub during use. The following was reported by the initial reporter: "it was reported that the needle disconnected from the syringe upon entering the insulin vial. Event description per attached email states: "caller reported [the needle had come disconnected from the syringe upon entering the insulin vial causing insulin to be spilled everywhere]. Number of occurrences: [1]. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Product with issue: bd 26 g, 3/8"" needle, pn 305110. Product lot #: [9234180]. Did issue cause any injury?: no. Did customer require medical intervention?: no. Is product available for return to bd? Yes. Cts informed caller bd might follow up regarding return of syringe/needle. Caller acknowledged. Resolution: caller successfully filled a cartridge with insulin. No further tandem follow up is required.""